Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level ranged between 250 to 569 mg/dl. Large air bubbles were found during troubleshooting and the customer was able to resolve the issue. The customer performed the high pressure test and it passed. The customer was advised to call their healthcare provider for their unexplained high blood glucose levels. The customer was advised to rotate their sites. The customer's items were replaced, however nothing was returned for analysis.